Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3093-28, lot# va0agrt, product type: lead. Fdc code is for lead lot va0agrt. Fdc code is for neurostimualtor , serial number (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had broken their leg and tore ligaments a week prior to the report and was requesting for MRI compatibility guidelines to diagnose the damage, patient confirmed this was not related to the interstim device/therapy. Patient reported that their ins and lead were replaced because the lead migrated. Patient stated that they had turned off their previous implant about a year after it was implanted because they knew there was a problem. Patient stated that they found a problem with the device and so they decided to replace it with the leads. Patient was reported to have recovered completely. No patient symptoms were reported. No further patient complications were reported as a result of this event.